Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex partially covered esophageal stent was implanted to treat an approximately 8cm esophageal malignant stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during procedure, the physician marked the stricture site externally with markers and the stent was placed at the external markers but migrated distally after deployment. The physician attempted to reposition the stent using rat tooth forceps but the suture could not be grabbed due to the stricture. A pediatric scope and pediatric biopsy forceps were used to capture the suture. However, after the suture was grabbed and reposition was attempted, the stent suture broke. The procedure was completed by implanting another esophageal stent to bridge the stricture successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.